Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and damage from the insulin pump. The customer stated that her sugars get really high before she is supposed to change the set. The customer also stated that her sugars go real low when the pump is over-delivering. The customer's blood glucose reading was 190 mg/dl during the time of the event. The customer had symptoms such as being thirsty. The customer also had a low reading of 38 mg/dl and treated with food. The customer also stated that there were scratches on the display screen. The customer had a hard time reading the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.